Event description:
It was reported that during an unknown procedure the surgeon was not able to fire reload. There was no surgical delay. He changed the instrument and finished the case. The procedure was successfully completed.

Manufacturer narrative:
(B)(4). Date sent: 6/27/2024. D4: batch # 441c47. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the cr40g reload was received with no apparent damage along with its opened packaging. The reload was received fully loaded with staples, with the washer uncut, with the drivers, and with the knife recess below the reload deck. The retaining pin was not connected to the coupler. The reload was tested for functionality with a test device fired, forming all staples and cutting as intended. The cut line and the staple line were completed and the staples meet the staple form release criteria. The reload was not properly loaded in the device, as the retaining pin was not connected to the coupler. These facts indicate that the reload was removed and reinserted incorrectly and/or incompletely after the retainer was removed. It should be noted that if the reload is removed from the device, whether the reload is spent or not, and if the staple retainer has already been removed from the reload, the reload cannot be reloaded into the device. Please reference the instructions for use for the complete guide loading and reloading the instrument. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 441c47, and no non-conformances were identified. The lot# 473c93 history records were reviewed and certified by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. The certificate records are accessible through external manufacturing. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: were there any patient consequences?

Manufacturer narrative:
(B)(4). Date sent: 7/9/2024. Additional information was requested, and the following was obtained: 1. Could you please clarify if there were any patient consequences? - no. 2. Could you please clarify if there was any change in the post-operative care of the patient as a result of the event? ¿ no.